Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that he felt that retained viscoelastic material had caused the myopia. In a follow up phone call, the surgery coordinator reported that the iol was rotated in a secondary surgical procedure. The retained viscoelastic material was aspirated during this procedure also. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).